Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling and instructions for use were reviewed and found to be adequate and it states: note: do not use this syringe to inflate the catheter balloon. Prepare the lubricating gel syringe by removing the cap from the syringe tip. For easing with the insertion of the catheter into the patient, dispense the lubricating gel into urethra (according to local protocol). Remove top tray and open plastic pouch (sleeve) surrounding catheter. Proceed with catheterisation according to local protocol. To inflate catheter, simply insert tip of sterile water-filled syringe gently into valve (do not overpenetrate) and depress plunger. Instill entire amount of sterile water - 10 ml. Attach statlock foley stabilization device to the bifurcation (y-shape) of the foley catheter (statlock foley stabilization device can be used for up to 7 days) and apply. If the procedure pack includes a leg bag, utilise the leg straps provided to secure the leg bag to the patient¿s leg, making sure not to affect circulation or drainage of urine. Ensure catheter and drainage bag tubing is kink free and drainage bag is positioned below the bladder to ensure urine is flowing freely. Periodic inspection of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, further investigation should be taken in line with local protocol. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon to secure the foley catheter in the bladder did not inflate and instead the saline was coming straight through the urine tube. Per additional information received on 07aug2025, stated that one catheter pop in the theatres while in use. Per additional information on 08aug2025, stated that no harm was done to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon to secure the foley catheter in the bladder did not inflate and instead the saline was coming straight through the urine tube. Per additional information on 07aug2025, it was reported that one catheter pop in the theatres while in use. Per additional information on 08aug2025, stated that no harm was done to the patient.